Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the coupler unit. A root cause for the malfunction could not be determined. However, based on the investigation results, it is likely that the issue is due to component failure, specifically the corrosion found on the coupler unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image during set up / inspection for use. There were no reports of patient involvement.